Manufacturer narrative:
(B)(4).

Event description:
It was reported through a remote merlin.net transmission that undersensing was observed on the atrial channel of the pulse generator. Inappropriate programming had resulted in an undersensing of an instance of atrial tachycardia. The patient was asymptomatic. No changes were made and the patient would continue to be monitored.